Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient lost therapy due to the ipg reaching end of life. This was confirmed by the "replace generator, the generator has reached the end of its service" message. Patient underwent surgery wherein their implantable pulse generator (ipg) was replaced. Patient is stable.